Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock error message during a procedure that interfered with the system power supply. This error message is likely to cause the system to shut down or lock up. There is no report of pt injury associated with this event.